Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was rose to 409 mg/dl. The customer's current blood glucose was 121 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling thirsty and sick from their high blood glucose. Troubleshooting could not be completed as the customer changed the infusion set and reservoir. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.